Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead was capped and replaced due to muscle stimulation. The patient condition is fine.